Manufacturer narrative:
The caused for the reported bleeding cannot be confirmed as the sealed outflow graft remains implanted and the patient is ongoing with no further issues. A direct link between the de-airing method, sealed outflow graft, and the cause of the bleeding could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that he used a thi needle for de-airing the sealed outflow graft and noted a fair amount of bleeding from the needle holes where he had inserted the purse string sutures to close the de-airing hole. The surgeon made a small nick in the sealed outflow graft with an 11 blade. He used pledgets, and then wrapped the area with surge-seal. The surgeon tried hemostasis powder and sprayed with thrombin and used flowseal. The suture holes continued to ooze so he finally sealed them with coseal. The sealed outflow graft was left on the patient. The patient remains ongoing on the lvad and no further issues were reported.